Event description:
It was reported " after catheter was inserted the patient's body, it was found that there may be air leakage in the balloon, and the catheter was removed." Patient current condition reported as "fine".

Manufacturer narrative:
(B)(4)

Event description:
It was reported " after catheter was inserted the patient's body, it was found that there may be air leakage in the balloon, and the catheter was removed." Patient current condition reported as "fine".

Manufacturer narrative:
Qn#(B)(4) the reported complaint that "there may be air leakage in the balloon" is confirmed. During the complaint investigation, an external leak is confirmed from the intra-aortic balloon catheter (iabc) bifurcate bushing adhesive. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the external leak from the iabc bifurcate bushing adhesive. The probable root cause is manufacturing related. An investigation within teleflex was opened to further investigate the issue. Teleflex will continue to monitor and trend on complaints of this nature.